Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the gear was broken, torn off, the motor was seized, jammed, and moving heavily, the equipment was locked due to the gear and the rotor was damaged by faults in the cleaning and lubrication processes on the air reamer device. It was further determined that the device failed pretest for starting behavior at 2 bar, power with the test stand, air leak and excessive noise. It was noted in the service order that the device trigger did not start. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.